Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 exhibited low energy. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that low energy is coming from device. Based on the information available, the cause of reported issue is due to the defective assy capacitance. No further evaluation is required. The device is working fine as per manufacturer's specifications after the replacement of the defective assy capacitor. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support provided.